Manufacturer narrative:
.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received excessive no delivery alarms with a few infusion sets from the same box. Customer's blood glucose was 400 mg/dl. Customer was able to resolve no delivery with a complete set change. Caller also reported that cannula was bent on the same set. Customer discarded products and was not able to return. Caller was advised that products would be replaced.